Manufacturer narrative:
This device is not approved/marketed in us, but is similar to a device marketed in the us. A medtronic representative went to the site to test the equipment. Testing revealed that there was something wrong with the cd driver. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system had no response when loading a patient exam. There was no patient present when this issue was identified.